Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 149 mmol/l. The repeat result was 138 mmol/l. A corrected report was issued with the repeat result.